Manufacturer narrative:
Device remains implanted, therefore, product return is not possible at this time. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.

Event description:
It was reported that the patient underwent a surgical procedure for disc herniation at c5/6 using interbody spacer. After three hours post-operation, the patient developed "respiratory stenosis". Then the patient had cardiac arrest three days post op. The patient regained cardiac rhythm, but suffered brain death. The doctor suspected that it was a post op hematoma that caused the "respiratory stenosis".